Event description:
It was reported that the interpulse handpiece with coaxial high flow tip flew off during a procedure. It was confirmed that the tip did not enter the surgical site, or come into contact with anyone within the operating room. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded.